Manufacturer narrative:
The patient was born on an unspecified date in 1970. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was reported as due to poor environment and source of water. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient began treatment with unspecified antibiotics (doses, frequencies and route of administration not reported) for peritonitis. One day prior to receipt of this report, the patient discontinued the antibiotic treatment. On an unreported date, the dianeal therapies were discontinued. On an unreported date, the patient was transferred to hemodialysis. At the time of this report the patient was not recovered from this peritonitis event. No additional information is available as the reporter declined to provide any further information.